Event description:
It was reported that the customer was hospitalized for low blood glucose and her glucose levels were 37 mg/dl. It was stated that the customer over bolused and when the paramedics treated her, her glucose level went high and had a heart attack. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.